Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm in length target lesion was located in the moderately tortuous and calcified, 2.75mm in diameter left anterior descending (lad) artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, when the device crossed the lesion in the distal end of lad, the tip of the stent strut was found lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged. Stent struts in the distal stent region were lifted up. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm in length target lesion was located in the moderately tortuous and calcified, 2.75mm in diameter left anterior descending (lad) artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, when the device crossed the lesion in the distal end of lad, the tip of the stent strut was found lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.